Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated service repairs. The fse did not note any hardware issues which would have contributed to this event. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined. The mdrs related to this event are as follows: (B)(4) = mdr2122870-2016-00267. (B)(4) = mdr2122870-2016-00268.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for two (2) patients on the laboratory's access 2 portion of the dxc 600i packaged immunoassay instrument (serial number (B)(4)). The non-reproducible false positive results for both patient 1 and patient 2 were generated on the (B)(6) 2016. Patient 1 relates to mdr2122870-2016-00267. Patient 2 relates to mdr2122870-2016-00268. In both events the initial result generated was above the normal reference range of the assay, a repeat of the same sample on the laboratory's backup instrument, information not provided, generated a result within the normal reference range of the assay. The initial elevated access accutni+3 results were reported outside of the laboratory and both patients were admitted to the hospital. The customer stated that there was no further change in patient treatment . The samples were collected in lithium heparin gel tubes and spun at 4,500 revolutions per minute (rpm) for five (5) minutes. The customer reported no visible issues with the integrity of the sample. The customer stated their access accutni+3 quality controls (qcs) were within specification both before and after the event. A system check ran prior to the event was within specification. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.